Event description:
It was reported via repair work order that the foot end jack could not lower and was stuck raised due to improperly adjusted limit screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.